Manufacturer narrative:
Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. X-ray review: the received x-ray confirm the issue as per event description that one vertebral body stent is not expansion and left the failed stent inside the patient. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on (B)(6) 2020 that the patient underwent for an unknown surgery. During the surgery that vertebral body stent was failed to expand. It was noticed when the pressure almost reached 26 atm but there was minimum expansion of the stent in x-ray. Also noticed that contrast was leaking from the balloon inside the stent. Surgeon collapsed balloon and left the stent inside the patient. The surgery was completed successfully with 30 minutes delay. There was no reported impact to surgery and patient. This complaint involves one (1) device. This report is for (1) vertebral body stent-small this report is 1 of 1 for (B)(4).